Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 7.9 inr and >8.0 inr on the coaguchek xs system. The patient's physician advised him to go to the hospital where a comparison lab returned as 5.6 inr. The patient was admitted to the hospital due to low magnesium, high creatinine, and high inr. The coumadin had been held since (B)(6) 2013 due to high readings. It is not known what type of medical treatment the patient received. No adverse event reported. Requested return of suspect system and replacement was sent.